Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Radiographs were provided and reviewed by a radiologist. The review identified a left medial compartment hemiarthroplasty with possible loosening of the tibial component. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a left partial knee arthroplasty. Subsequently, revision surgery was performed due to tibial component loosening, leg tightness and pain that increased with weight-bearing. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - medical devices: partial tibial cemented size e left medial; item# 42-5380-005-01; lot# 64929692. Partial femur cemented size 1 left medial; item# 42-5580-001-01; lot# 64767015. Partial articular surface left medial size e 8 mm thickness; item# 42-5182-005-08. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.